Event description:
It was reported that patient presented to the emergency room with left sided chest pain. A right ventricular (rv) lead micro perforation was suspected. The rv lead exhibited high impedance, high thresholds, and had micro dislodged. The lead was repositioned and remains in use. During the rv lead repositioning, the right atrial (ra) lead was also repositioned due to poor sensing discovered during the procedure. The ra lead remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.